Event description:
It was reported that the patient is experiencing pain that radiates from his right hip area down to his thigh. The pain started a few months ago. He went to his surgeon as the pain increased. Also, the patient is reporting that recently he suffered muscle spasms in his right thigh. He indicated that he is supposed to have revision surgery but has not scheduled a date yet.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.